Event description:
It was reported that the atrial lead exhibited low impedance. It was noted the atrial lead impedance was recorded at seventy-six to one hundred ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.